Manufacturer narrative:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient was transported to the hospital via ambulance. The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 49 and 71 hours, on the abdomen. It was reported that the cannula was kinked. Symptoms reported include feeling of tiredness, nausea, vomiting, shortness of breath, chills, pain in chest, high blood glucose and ketones. The patient was treated with 3 different IV solutions which included insulin, sodium chloride, dextrose, glucose and potassium. Blood thinners were also reported to have been administered. The pod was removed at the hospital and discarded. The patient was released the following day (B)(6) 2025. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient was transported to the hospital via ambulance. The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 49 and 71 hours, on the abdomen. It was reported that the cannula was kinked. Symptoms reported include feeling of tiredness, nausea, vomiting, shortness of breath, chills, pain in chest, high blood glucose and ketones. The patient was treated with 3 different IV solutions which included insulin, sodium chloride, dextrose, glucose and potassium. Blood thinners were also reported to have been administered. The pod was removed at the hospital and discarded. The patient was released the following day (B)(6) 2025.

Manufacturer narrative:
Correction made to h6 - type of investigation: b17 was removed and b18 was added. Correction made to h11: according to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.